Event description:
Patient underwent arthroscopy for a peripheral tear of the lateral meniscus in the right knee. This was not readily apparent. Patient continued to complain of pain in the knee. Additional diagnostic testing demonstrated a foreign body in the knee. Open knee surgery was done and metallic foreign body was removed. Unable to supply information on all other devices in use during the original surgery. The drainage cannula was not retained, however the portion recovered suring second surgery has been retained.in the righdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device failed during assembly, device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.